Manufacturer narrative:
(B) (4). The device has not been returned to the MFR. A review of the mfg records showed no anomalies.

Event description:
It was reported that the doctor was revising the valve to implant another valve, and as he was removing, he connected a length of minimal volume extension tubing to check the flow through the explanted valve. The valve setting was at 0.5 and the observed column appeared at 15-20cm of water. The doctor requested the valve be returned for eval of flow rates and function. There was no impact to the pt.